Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease flat, one opening linear on the anterior, and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis were performed which identified one opening striated opening on the anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one striated opening due to surgical damage consistent in the use of some surgical tools.

Event description:
Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side "deflation." Device remains implanted.